Event description:
It was reported that the patient had external carotid artery hemorrhage due to trauma. The physician used the subject guidewire to assist advancing of the microcatheter to the location. However, during the delivery of the microcatheter, the physician found that the distal end of the subject guidewire had poor torque control and was suspected to be broken. The physician withdrew the subject guidewire for external inspection and found that the distal part of the guidewire had fractured inside the patient's cranium. Concerned that the fractured part of the subject guidewire might move and to treat the bleeding site, the physician filled the site with coils. Thus, occluding the blood vessel and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.